Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited high impedance when connected to the device. The lead was reprogrammed and remained implanted. The patient was in good condition.